Event description:
Boston scientific received information from a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that may indicate a product performance issue with this implantable lead. Further information was received that this right ventricular (rv) lead exhibited inappropriate sensing consistent with rv lead fracture. Several inappropriate shocks were delivered. Subsequently surgical intervention was performed and the lead was replaced. No additional adverse patient effects were reported. The boston scientific field representative was unable to provide any additional information.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.